Manufacturer narrative:
The consumer provided photographs of the sample and returned the foreign material for evaluation. Visual observation found a round, silver colored, flexible material approximately 7 mm in diameter resembling aluminum foil. A manufacturer lot code was not provided, and the consumer was unable to provide any additional identifying information from the package. While no lot information was available to conduct additional lot-specific investigation, manufacturing controls on the assembly lines include visual inspections of 100% of the pledgets before insertion into the applicator, after the pledget is inserted into the applicator, and after the applicator¿s petals are formed. Additionally, manufacturing controls on the packaging lines include metal detectors that test for ferrous, non-ferrous, and stainless steel materials that would have been able to detect foreign metal material consistent with the sample returned from the consumer. The investigation included review of the assembly and packaging lines, which confirmed that no materials are used in the tampon manufacturing process or in the product-contacting machinery consistent with or similar to the foreign material in the sample returned by the consumer. Based on the investigation of the manufacturing process, there is no evidence that the foreign material was introduced during the manufacturing process.

Event description:
Non-us event; occurred in canada. Consumer reported she wore a tampon for 2.5 hours and after removal, she noted a piece of foil like material within her blood on the toilet paper. She saw her doctor 2 days later for a vaginal exam and confirmed no foreign material and no damage to her vaginal cavity. She was administered a tetanus shot as a precaution. No further medical visits are planned.